Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube and hospitalization. The biopsied lesion was located in the left upper lobe (lul). The distance of the lesion to the pleura was 0mm. The physician believed the biopsy with forceps and needle led to the pneumothorax, but that a pneumothorax could have occurred with another modality. The patient experienced shortness of breath (sob) and chest pain. The pneumothorax was identified post-procedurally via chest x-ray. The initial size of the pneumothorax was reported as ¿large¿ and it did not increase over time. The final diagnosis was adenocarcinoma (malignant). The patient was discharged home. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
Based on the current information provided, the cause of the complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. As of (B)(6) 2022, a system log review cannot be performed because the system logs are not available at this time. No video or images were provided by the customer for review. This complaint is being reported due to the following conclusion: after completion of an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax. As a result, a chest tube was placed to resolve the pneumothorax. In addition, the patient was hospitalized. Although the physician believes that the pneumothorax would have occurred via another modality, the cause of the complication is unknown. The physician indicated that no malfunction of an ion product occurred.